Event description:
Event description cpi received information that two myocardial leads were removed from service. The patient with an implantable cardioverter defibrillator (ICD) was experiencing inappropriate shocks, high pacing thresholds, low sensing of the r-wave. The physician elected to perform an invasive procedure to remove and replace the leads with a new bipolar lead.